Manufacturer narrative:
Date rec'd by MFR: 02aug2019. The customer reported that a rental ventilator was producing the same "blower temperature high" message. The rental ventilator was returned to the rental company. The patient's information is unavailable. The customer troubleshot with technical support and determined that a test adapter should be used to further test the ventilator. The customer reported that the blower temperature did not exceed 35 degrees while testing the ventilator for several hours with the test adapter. The ventilator has been put back into use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30jul19 . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the ventilator produced the "blower temperature high" message. The ventilator was being used on a patient at the time that the problem was discovered; however, there was no patient harm.